Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient experienced fatigue, lightheadedness and felt sluggish. The device alert tones triggered. Device interrogation showed all the lead impedances were greater than 2500 ohms. No sensing was observed. It was also reported the right ventricular and left ventricular leads had elevated capture threshold. All of the leads tested within normal limits through the analyzer and remain in use. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no pacing output. Further testing revealed an anomalous pacing waveform. During analysis, the failure condition disappeared, and could not be reproduced. Therefore, root cause could not be determined.